Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intra-operatively. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported polymer leak, conver to aui and type ia endoleak was determined to be device related. Procedure-related circumstances were found to not likely have contributed to this event. Anatomical factors such as an off-label juxtarenal angle of 79 degrees may have contributed to the event. There were no cautionary product use conditions that were found to have contributed to the event. The final patient disposition was reported to be being monitored and doing well. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)